Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Product code - phx. Concomitant medical products: catalog #: 110027734, compr vrs glen pps min tpr adr, lot # 108100. Catalog #: 110031178, comp vrs bone and imp mdl, lot # 716940. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05176. Device evaluated by manufacturer? Unknown if product will be returned.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to implant loosening. However, no revision has been reported to date.